Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient's stimulation felt like it was on then turns off abruptly. It was noted that this was possibly a positional sensitivity to a new stimulation pattern. Over the phone the patient and manufacturer representative checked if the adaptive stimulation was on. The adaptive stimulation was confirmed to be turned off. The patient planned to check the controller when the issue occurred again to see if the setting numbers actually changed or if it was positional. At the time of the report it was noted to be resolved. No further complications were reported.